Event description:
As reported by the sales rep per the user facility: blue tip of catheter broke off of catheter upon removal from pt. No info at this time as to whether fragment was retrieved or if sample of catheter is available. Ultrasound and MRI were done. Additional info provided by the facility indicated the catheter was in place for several hours during labor and when the catheter was removed, the tip was missing. Ultrasound and MRI were performed and the tip could not be located. The pt was discharged and to date has suffered no adverse sequela associated with the incident. The facility will continue to follow-up with the pt. The sample has been located and will be returned for eval.

Manufacturer narrative:
The actual device in the incident has not yet been made available to the manufacturer to be evaluated, and a lot number was not reported. Incidents of this nature can generally be attributed to one of two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should also be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." Without the sample and a lot number, a thorough eval could not be performed. No specific conclusions can be drawn. If the actual device in incident is made available to the manufacturer to be evaluated as indicated, a follow-up report will be filed.